Event description:
A 28mm diameter x 16mm diameter x 13.5 cm lenght aneurx bifurcated stent graft and its compoments were implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at the time of implant are unkn. It was reported that 4 yrs and 4 months post implant, the patient presented to the emergency room with abdominal and back pain. The patient did not return for any follow-up appointments post stent graft implantation. The CT demonstrated that the aneurysm had ruptured. The stent graft migrated into the aneurysm sac, due to by desease progrssion and dilatation of the aortic neck resulting in aneurysm enlargement. The physician elected to surgically convert the patient to a conventional stent graft. The stent graft and it's components were removed from the patient. No addiiontal clinical sequelae were reported and the patient is fine. The stent graft was discarded by the user facility.